Event description:
During a meniscus repair, when the deployment knob was depressed to deploy t1, t2 implant fell off from the inserter needle with t1. The surgeon experienced this failure mode with two devices. As for one of two devices, both t1 and t2 were removed from the joint. But, as for the other one, both were remained inside the patient's body. The operation was completed with another fast-fix 360. There was no serious delay in the operation. No patient injury was reported.

Manufacturer narrative:
Device evaluation: two fast-fix 360 reversed curved needle delivery systems were returned for evaluation. No ts or suture were returned. Visual assessment of each device showed the actuator in its pre t2 deployment position indicating a deployment of t1 and pre-deployment of t2. The devices were functionally tested for proper actuator advancement and cycling and were found to function as intended. A root cause investigation that has been opened to address this failure mode. (B)(4).